Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg could not communicate with external devices. Diagnostic logs showed this was an anomaly. Troubleshooting was able to recover the ipg. The device is providing therapy.